Event description:
It was reported that the patient experienced distal erosion with an inflatable penile prosthesis (ipp) cylinders. It was indicated that the cylinders were coming out of the tip of the penis leading to the device being removed on an unknown date. After the healing period, a surgical procedure was performed in which a new ipp was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.